Manufacturer narrative:
Concomitant medical products: model: 419488, lead; implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high superior vena cava (svc) defibrillation coil impedance when the impedance level exceeded the programmed upper alert level. The lead remains in use. No patient complications have been reported as a result of this event.